Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps 2120 constant downstream occlusion alarm when running. No patient adverse events reported.

Manufacturer narrative:
Other, other text: h2: b3. H3: one cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was a "cassette not attached properly" alarm. A functional check was performed and the reported issue was able to be verified. The pump failed the high pressure downstream occlusion calibration test. Further investigation determined that the downstream occlusion sensor was inoperable and the cause of the issue. Therefore, the downstream occlusion sensor will be replaced.